Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that when preparing to drill for a screw through the cup, the tip of the drill bit broke off. There was no surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The device was found broken at the tip. Fragment was not received in the evidence provided. No other issue was identified. No signs of marks or evidence of multiple uses were found on the device returned. These drill bits can be either flexible or straight. During the surgical procedure, as described in the surgical technique brochure (B)(6), the drills are attached to a hand-held power drill and using a guide drill, pilot holes are created at the required angle for proper screw placement. Usage under extreme eccentric loading could result in premature bending or failure of the drill bit. The overall complaint was confirmed as the observed condition of the quickset 1pc flex drill bit 35 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when preparing to drill a screw through the cup, the tip of the drill bit broke off. There was no surgical delay.